Event description:
It was reported that the insulin pump was cracked at the battery cap and experienced multiple alarms. Advised will replace insulin pump. Nothing further was reported.

Manufacturer narrative:
Insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, self test and error test. No unexpected no delivery alarms, error alarms or alarms were noted. However, several alarms were found at the alarm history file. Insulin pump alarmed due to a corrupted history file. Insulin pump received with cracked case at display window corners. No battery cap received. Unable to verify battery cap damage.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).